Event description:
Home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice (hc) machine during the initial drain of their automated peritoneal dialysis (apd) therapy. Per hp, they disconnected their transfer set from the pt line of the hc set without pausing therapy during the initial drain cycle. When hp returned, they reconnected their transfer set to the pt line of the hc set. Tsc assisted hp in ending therapy early. Hp completed therapy by setting up with new supplies. Per hp, no pt injury or medical intervention was associated with this incident.